Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib/pacer stress testing, bench handling, pacing output testing, sync shock timing to the r wave, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The clinical file was not available for review. There is no pacing activity in the device log for the reported event date. The last pacing event was reviewed in the log and no errors were seen during pacing. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device identifying the patient's implanted pacemaker, inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device did not carry out pacing on the correct part of the ECG trace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.